Manufacturer narrative:
The device was unavailable for evaluation. No determinations could be made as to the cause of the reported issue.

Event description:
It was reported that while using a xlif cobb the instrument slipped and nicked an artery causing bleeding that there was intervention to address. This event occurred in japan.